Manufacturer narrative:
There is no information regarding the date the incident occurred. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. An examination of the returned device found that the mesh appears intact and no damage is noted. There are signs of use, like tensioning/stretching on the mesh. The device was analyzed as "mesh damaged" to address the mesh detached from the rest of the mesh assembly. The deliver device, and the remaining components of the mesh assembly, such as the dilators, protective sleeves, and centering tab, were not returned. The most probable cause selected for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
An opened, damaged obtryx mesh was returned to boston scientific corporation. The mesh was returned detached from the rest of the mesh assembly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.